Event description:
It was reported that there was intermittent loss of capture on the right ventricular (rv) lead. The capture threshold had also increased since implant and lead dislodgement was suspected. The rv lead remains in service and no adverse patient effects were reported.